Event description:
It was reported that during a lobectomy procedure, on the first firing across the arteria pulmonalis, the staple on the most distal part of the staple line was malformed. It bled three centimeters high. The bleeding was stopped by astriction for about two minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 07/23/2008. Information anticipated, but unavailable at this time.